Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 460 units of insulin. Review of the pump data logs by tandem technical support showed an occurrence of the insulin gauge decreasing from 440 units to 350 units. Reportedly, during this time, the customer had delivered a 7.5 unit bolus and approximately 28 unit bolus during basal delivery. It was reported that the customer reloaded the cartridge successfully and received an accurate fill estimate. Subsequently, the customer alleged that the pump was not delivering insulin due to having a blood glucose (bg) level of 220 mg/dl. During troubleshooting with tandem technical support, the customer delivered a 10 unit bolus and observed insulin being delivered successfully from the tubing; however, the customer maintained belief that the pump was not delivering insulin properly. During a follow-up call on (B)(6) 2017, the customer reported that bg level was responding accordingly to the insulin being delivered by the pump.